Event description:
The reporter rec'd an er1 message approx 2 months ago. She remembers retesting several times and did not get a number from the machine. She stopped using the machine and did not use the color chart.